Manufacturer narrative:
No investigation of the pump was performed because the z-800 pump line is obsolete, service support has been discontinued, and the IV tubing required for air-in-line testing is no longer manufactured. As a result, the device will be scrapped and no testing will be completed. Since no evaluation could be performed, the cause of the reported failure could not be established. The failure was found during servicing. No patients were involved, and no adverse events were reported. Refer to (B)(4).

Event description:
On (B)(6) 2025, intuvie received trade-in pumps from ims. Pump (B)(6) included a note stating that the device missed an air bubble during air-in-line testing. This was the first notification of the issue; there were no prior allegations or reports of this failure. The condition was identified by ims during servicing and documented on the note attached to the device. Because the issue was discovered in a service setting and not during clinical use, there was no patient involvement or reports of an adverse event.